Manufacturer narrative:
(B) (4).

Event description:
It was reported that a end of service/end of life (eos/eol) message was noted. Impedance measurement showed electrodes 5 and 7 were <50. The device was programmed at 6.6v pw 450 40 rate with 0-1+2-3- and 4-5+6-7-. Add'l info has been requested from the hcp, but was not available as of the date of this report.